Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion, creases and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Healthcare professional reported "ruptured". This record is for the left side. The device has been explanted.